Event description:
It was reported that the patient had a procedure in the mandible back in (B)(6) 2012. Patient came back recently complaining about pain. During examination infection was found. The plates and screws were also loose and a removal procedure was performed on (B)(6) 2014. They removed 2 plates and 8 screws.

Manufacturer narrative:
The products were returned for investigation, but not enough information was received to confirm the reported event. For infection complaints expanded investigations were performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event, even when the product is delivered as non-sterile. In the present case, the available information was not sufficient enough to determine the root cause for the failure mode (infection), but during the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
It was reported that the patient had a procedure in the mandible back in (B)(6) 2012. Patient came back recently complaining about pain. During examination infection was found. The plates and screws were also loose and a removal procedure was performed on (B)(6) 2014. They removed 2 plates and 8 screws.

Manufacturer narrative:
Investigation in progress but not yet complete.